Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed and there were no discrepancies believed to be related to the reported event. (B)(4) hyphema and iop elevation are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. Date submitted to FDA: 02/16/2016.

Event description:
The surgeon reported that an istent patient had a small hyphema at the day 1 postoperative visit, but looked good otherwise. A few days later the patient presented with high iop (49 mmhg) and was treated with medication which brought iop down. The cause of the iop elevation was thought to be related to heme blocking the trabecular meshwork. At the one week follow-up visit, iop decreased to the low 20's, vision improving and again, looked reasonably good, so medication was decreased. On (B)(6) 2016, iop was back up to 47 mmhg and medication was increased again, but not as much heme observed. Gonioscopy showed the istent in good position, with a very small area of heme next to it which was unchanged from the prior visit. The surgeon conferred with our medical monitor who provided the following feedback. Possibilities of iop elevation include retained viscoelastic, hemorrhage, and inflammation. Patient had been on timolol and lumigan preoperatively. On (B)(6) 2016, the surgeon provided the following update. Iop was 18 mmhg on medical treatment. Eye looks quieter. Plan is to slowly decrease medication back to baseline treatment. On (B)(6) 2016, the surgeon provided the following details regarding the case. Operative eye: right. Preoperative bcva was 20/30- with myopic shift; preoperative iop: 20 mmhg. Cataract surgery with istent implantation was uneventful; a malyugin ring was used due to the patient's small pupil, but no complications. Hyphema caused iop elevation and red blood cell layering in the anterior chamber; required medical treatment with diamox and brimonidine (in addition to patients' usual regimen of timolol and lumigan). The surgeon thought that the blood caused the elevated iop initially, but unsure why it went back up to such a high level (47 mmhg) a second time. Most recent bcva 20/20-1; most recent iop: 17 mmhg (on diamox, brimonidine, timolol, lumigan). No surgical intervention was performed. Vision has improved, hyphema has resolved except for trace cells. Diamox was discontinued on (B)(6) 2016.